Event description:
During a davinci tlh, the physician was trying to use the vessel sealer and it would cauterize but not cut. A new vessel sealer was opened and it worked without difficulty. No harm to patient. Not reprocessed.